Event description:
Additional information revealed the patient was experiencing loss of stimulation in (B)(6) 2014, prior to the lead being explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study (nmd relief registry). The patient has two leads from the same lot number. It was reported the patient's left lead eroded. In turn, the patient underwent surgical intervention to explant both leads which resolved the issue. The explant date is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.